Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: there may have been an overinfusion event with the pump. No other information is available and they would like the pump to be evaluated as a precaution. No injuries were reported.